Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor applicator. Applicator (B)(6) had not been fired and sheath was locked. Sensor plug was properly seated. Sensor pack was not returned. If the sensor pack is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the filament of the adc device remained in customer's skin. Sensor filament was surgically removed by hcp, and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported the filament of the adc device remained in customer's skin. Sensor filament was surgically removed by hcp, and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.